Event description:
It was reported that the t: slim x2 pump battery would not charge using a third-party cable instead of the tandem charging cable, and there was a power source alert in the pump history. There was no adverse impact to the customer's blood glucose level, and the issue did not lead to a pump shutdown or inability to turn the pump back on. Technical support instructed the customer to use the tandem wall adapter and leave it plugged into a known working outlet for at least 30 consecutive minutes, which resolved the issue as the pump began charging. Technical support also obtained approval to send the customer a tandem charging cable. No further assistance was required.